Manufacturer narrative:
B5. Describe event or problem corrected. B4. Date of this report 25 april 2025. G3. Date received by the manufacturer? 25 april 2025. H6. Type of investigation updated to 4112.

Event description:
On january 27, 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2025, a customer reported that the sensor readings from their glucose monitoring system seemed inaccurate. An example set of bg and sensor glucose (sg) values showed a significant difference, with a bg value of 105 and an sg value of 52. The differences were occurring within the first 10 days after sensor insertion, and the discrepancy was more than 20%. The customer was educated on the potential causes of lag between bg and sg values and advised to focus on trends rather than individual readings. The case was escalated for further review, and it was noted that the system was still adjusting. The customer was advised to continue using the system and enter additional calibrations as requested. The case was closed on (B)(6) 2025, with the customer agreeing that no further action was needed.

Event description:
On january 27, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal. No injury or medical intervention was reported.